Event description:
Additional information was received indicating the device was reprogrammed to resolve the event and the patient was stable.

Event description:
During a remote follow up, episodes of undersensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time.

Manufacturer narrative:
Further information was requested but not received.